Event description:
Customer reports both monitors went blank during a pt procedure. Staff moved the pt to another room and completed the procedure with a portable c-arm fluoro unit. No reported injury. No additional pt or procedural details were available.

Manufacturer narrative:
Product monitoring follow up: facility biomed reports that he replaced the power supply for the monitors and the system is now fully functional.